Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the second y-site clearlink in the upstream part. It was observed that there was a lack of solvent during examination of the tubing as the solvent was not applied in the all the circumference of the tubing. It was also observed that the insertion of the tubing into the y-site clearlink was not according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the y-site. This was noticed while removing the product from package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.